Event description:
On (B)(6) 2010, the pt reported the up down buttons on her insulin infusion device are not properly working. She stated the down button began working intermittently a couple of weeks ago and the up button began having issues 2 days ago. She stated her device has "properly" been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.